Event description:
Boston scientific received information that fracture of this right ventricular (rv) lead was suspected due to decreased pacing impedance measurements and noise. A chest x-ray was performed and no visual anomalies were noted. A revision was performed and this lead was explanted and successfully replaced. At the time of the revision, insulation abrasion was also noted on the proximal portion of the rv lead which was coiled under the device while implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed in two segments approximately 17.5 centimeters (cm) from the lead's terminal pin. Setscrew marks on all terminal connectors and drag marks on the terminal ring were observed. Resistance testing was performed to assess electrical performance. All measurements were normal with the proximal segment; however, testing was unable to be performed with the distal segment due to an extracting stylet. X-rays of the segments revealed no fractures. Further analysis revealed a tear in the trilumen insulation and an exposed rate/sense coil approximately 22-23 cm from the lead's terminal pin. This damage was most likely due to lead-on-device contact. Though insulation damage was noted, laboratory analysis was unable to confirm the field observation of a lead fracture. The insulation damage most likely caused the noise and low pacing impedance measurements reported while implanted.